Manufacturer narrative:
(B)(4). Date sent: 10/3/2023. D4: batch # unk. Additional information was requested and the following was obtained: "please provide more details: did a clip cut the vessel? Yes. If yes, was there any bleeding? Yes. If yes, how was the bleeding controlled? Additional clips. What amount of blood loss (mls) occurred? Unknown. Was a transfusion required? No. Was there any change to the procedure as a result of the event? No. Were there any patient consequences? Yes the patient was brought back to the or to drain blood if yes, please describe." "What is the surgeons experience with this device? Uses it in all his bariatric cases. Did the surgeon fire the device over a staple line? No. Is the surgeon aware that it is contraindicated to fire the device over hard objects such as staples? Yes. Did the surgeon notice the clip cutting and malformation after firing the device on the staple line? Yes. Was there any excessive torquing or twisting of the device at the time of firing? No. What amount of blood loss (mls) occurred? Unknown. Was a transfusion required? No".

Manufacturer narrative:
(B)(4). Date sent: 10/3/2023. Upon review of the information provided, it was concluded that this event will be reported as a serious injury. B1 is adverse event b2 is required intervention.

Event description:
It was reported that during an unknown procedure, the clips completely went through epigastric tissue. No other information is available at this time.

Manufacturer narrative:
B)(4). Date sent: 9/6/2023 d4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details: did a clip cut the vessel? If yes, was there any bleeding? If yes, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Was there any change to the procedure as a result of the event? Were there any patient consequences? If yes, please describe." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.